Manufacturer narrative:
Evaluation summary: there have been no additional complaints reported against the finish goods lot and the device history record shows the product was released per specifications. The returned sample was visually inspected and the issue was confirmed, one of the irrigation ports was damaged. The silicone material at the distal end of the sleeve had been torn. The root cause of the customer¿s complaint could not be established, we are unable to determine how or when the damage occurred. It has been found in lab testing that when the phaco tip is insert too rapidly or not aligned with the aspiration end of the sleeve this type of damage may occur. However, other processes could also cause this type of damage like supplier handling or manufacturing handling.

Manufacturer narrative:
A sample was received by a company representative and sent to manufacturing site. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested and received. (B)(4).

Event description:
A healthcare professional reported that a small piece of the sleeve broke off and came into the patient's anterior left eye chamber during a cataract procedure. The eye was checked to find the piece but it was not found. It was presumed to have washed out through an incision. The surgery could be finished with a new sleeve with a 5 minute delay. No medical intervention was required to treat the event. In surgeon's opinion, the device caused or contributed to the event. Additional information has been requested and received. Relevant test and lab data: preoperative measurements ((B)(6) 2015): bcva distance: 0.3 snellen, refraction: -4.5 (sph). Postoperative measurements (date unknown): ucva distance: 0.4 (20/50), bcva distance: 0.98 (<20/20), refraction: +2 -2 x 100 deg, current iop: 16 mmhg. Other medical history: pre-existing cataracts in both eyes. Non-proliferative diabetic retinopathy (npdr). At the time of the event, no medications or therapies were in use. Concomitant products: aprokam(antibiotic) ((B)(6) 2016).